Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2560 processed on a vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. An instrument issue was ruled out as a contributing factor as a within-run vitros tropi es precision test was completed successfully, indicating that the analyzer was performing as intended. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor in addition, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected troponin I result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 0.285 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, tropi es result was reported from the laboratory. There were no changes in treatment based solely on the higher than expected tropi es result. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).